Event description:
The pt stated that she has been experiencing unexplainable elevated blood glucose readings for the past 3 weeks. She stated that last night (2007), her blood glucose measured 11 mmol/l (198 mg/dl). Her normal blood glucose range is 3.5-10 mmol/l (63-180 mg/dl). The pt did not report any symptoms associated with the elevated blood glucose. She stated that this morning (the following day), she woke up with a blood glucose value of 27 mmol/l (486 mg/dl) and she immediately gave herself a 5 unit injection. At the time of the report the pt's blood glucose measured 20.2 mmol/l (364 mg/dl). Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.